Event description:
The complaint is reported as: the temperature probe plug pops off, therefore, the circuit was unable to be tested. This issue was detected during set up and prior to patient use.

Manufacturer narrative:
A device history record (DHR) review of the reported lot number was performed and there were no issues or discrepancies found that could relate to the complaint. The product was assembled and inspected according to specification. The assembly process and manufacturing procedure for product code 1613 were reviewed and there were no findings that can potentially relate to the reported issue. The sample was not returned for evaluation, therefore, the complaint could not be confirmed. Although the complaint was not confirmed due to the lack of a product sample; based on similar complaints it has been determined that there is an issue with a molded component (part number mp-0498) on the circuit. The molding department is going to improve the process in order to assure a good retention between the plug and temp probe port.